Event description:
The st. Jude representative phoned to report the patient presented with corrupted electrograms, >255 aborted therapies and 73 noise reversions in the previous 2 days. The patient also reported receiving one hv therapy during this time frame. Older electrograms had the same kind of noise on the baseline, however, the noise disappeared once the hv charging circuits are switched, as indicated by the charging markers. The device was explanted.